Event description:
Per the clinic, the patient was treated with oral antibiotics due to pain at magnet site.

Manufacturer narrative:
This report is submitted on february 1, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on october 10, 2023.

Manufacturer narrative:
This report is submitted on october 31, 2023.